Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. (B)(4). The field service engineer replaced. The central processing unit (cpu) board. Electrical safety and performance verification tests passed. Device returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported ventilator/alarm detection backup alarm failure. No patient/user harm reported.